Event description:
A copy of the customer's medwatch report was received. Per the report: "while checking the patient's i.v. Lines the nurse realized the smartsite burette set had a separation and air was entering the line. Fluid was also leaking. There was no tension on the line, nor any other indication of trauma to the line." There was no report of patient harm; medical intervention was not required. The customer stated that no further patient/ event information is available.

Manufacturer narrative:
(B)(4). The customer's allegation of a separation and leaking was not verified because the product was not returned for investigation. We are unable to determine the cause of the customer's experience.